Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) llc block h6: device code 2906 captures the reportable event of clip difficult to release from the catheter. Block h10: investigation results the returned resolution 360 clip was analyzed, and a visual evaluation noted that only the clip assembly with the yoke were returned. Microscope examination was performed on the clip assembly, and it was observed that the clip wings were inside of the capsule windows, indicating that the first activation had been performed. The clip assembly was disassembled for further analysis, and no discernible failures were observed on the arms and on the tension breaker. It was also noted that the tension breaker had signs of wear which could be caused due to some friction between the clip jaws. Dimensional examination was performed to further analyze the deployment issue, and the yoke outside diameter was found to be within specification. The reported event was not confirmed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on(B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to release from the catheter to deploy. Eventually, the clip successfully released onto tissue; however, it did not remain attached and fell off. Reportedly, the clip was retrieved, and the procedure was completed with another resolution 360 clip device. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to release from the catheter to deploy. Eventually, the clip successfully released onto tissue; however, it did not remain attached and fell off. Reportedly, the clip was retrieved, and the procedure was completed with another resolution 360 clip device. The patient condition at the conclusion of the procedure was reported to be stable.